Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their healthcare provider had to replace the location of the ins because it was falling out of their back. They said in (B)(6) 2019, they had a flu and they rolled over in bed and felt a terrible pain. The put their hand back there and they could feel the corner of the device pushing up their back. They pushed it back in. They called their healthcare provider and they messed with it and said that happened sometimes, it was a layer of skin/fat that broke through and 20% of people had this problem. The healthcare provider said theirs was broken through. The repositioned the ins on (B)(6). The ins was above the patient's hip bone and they always thought maybe it was not going to stay because when they walked, it moved. The healthcare provider moved the ins closer to the patient's waistband, up higher. The patient mentioned this was week 4 since revision surgery and they had started their physical therapy the day of the report and they were going back to work. No further complications were reported or anticipated.